Event description:
Legal case - (B)(6). It was reported by the legal department the patient had bilateral knee replacement on (B)(6) 2006. The patient had a left knee revision (B)(6) 2022, approximately 16 years and 4 months after initial replacement. Left knee was revised due to osteolysis due to polyethylene wear status post recalled exactech total knee replacement, aseptic loosening. Patient was transferred to the recovery room in stable condition. Serial #: (B)(4), category #: 204-24-09 - ps tibial inserts sz 4, 9mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k933610. Recall: z-0021-2022. No ebi results.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.